Manufacturer narrative:
(B)(4): information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent. (B)(4).

Event description:
See attached report.